Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after extending the helix, and testing the fixation of the lead, the right atrial (ra) lead became dislodged in the atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.